Manufacturer narrative:
Medwatch sent to FDA on 07/22/2014. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of "blocked sinuses" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported 1 week after injection with juvederm ultra plus xc in the cheeks, the pt developed "congestion to left and right sinus". Pt was treated with oral antibiotics. The healthcare professional is unsure of the cause of the pt's symptoms and believes that the symptoms are "probably not" related to the juvederm ultra plus xc injection.